Manufacturer narrative:
The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code: cause not established will be used. Correction to the initial MDR in blocks: b1, b5, e1 and h6. B3: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg) and subsequently underwent an ipg revision procedure, during which the ipg was explanted and replaced. The patient is reported to be recovering well postoperatively. The explanted device was retained by the medical facility and will not be released for manufacturer analysis.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) devices were revised due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.